Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date

Event description:
It was reported that, during npwt with a renasys touch pump, a full canister alarm was triggered even though the renasys tch 300ml canister was not full. This issue was solved by replacing the canister with a smith and nephew backup canister and the therapy was able to continue without significant delay. Neither patient injury nor other complications were reported.